Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint; positive end expiratory pressure (peep) motor was not functioning. The peep assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient involvement reported.